Event description:
It was reported that during the implant procedure, the right ventricular lead had low impedance. The lead was repositioned and then noise was observed on the electrogram. No capture was observed at high output. The cable were changed, yet the noise and low impedance remained. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).